Event description:
Echo and x-ray revealed that the lead had perforated the right ventricle. The lead was explanted and replaced with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. Mechanical and visual inspection found the helix in fully extended position and clogged with body fluid/tissue, preventing it from retracting. The ensuing resistance may have resulted in an over-torque condition. After destructive analysis and cleaning, the helix was found to function normally.